Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008, with predilatation performed prior to stenting of the mid lad, mid rca and proximal rca with a total of three xience v stents. No procedural complications were reported. In 2009, the patient experienced angina, a non q-wave myocardial infarction, and progressive chest discomfort and was hospitalized. It was determined that the mid and proximal rca stents had instent restenosis and the rca vessel was considered to be the infarct vessel. The restenosis was treated with the placement of another company's stents. No additional event or patient information is available.

Manufacturer narrative:
The two xience v coronary stent systems are being filed under the same MFR number. Results and conclusion summation - stenosis, angina, and myocardial infarction, as noted in the xience IFU, are known adverse events associated with coronary stenting and not necessarily an indication of a product quality deficiency. It is possible that the angina and myocardial infarction were secondary effects of the stenosis, which required hospitalization and treatment. A conclusive cause for the reported patient effects, and the relationship to the products, if any, cannot be determined.